Event description:
Reporter indicated a patient presented to the hospital with increased seizures. The reporter ¿did not have an opinion¿ on the relationship of the increased seizures to the vns device. The patient is no longer being seen by the reporter due to insurance reasons. The patient¿s caregiver also reported to the manufacturer that the patient¿s seizures were increased to above pre-vns baseline levels. The manufacturer assisted the caregiver in finding vns-treating physicians for the patient to check the vns, but it is unknown if the patient has followed up with anyone for care.